Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that when opening an artificial urinary sphincter (aus) cuff for implantation, a unusual liquid was found in the component. A different cuff was used to achieve the desired results. There was no patient complications or injury associated with this event. Should additional information be received, a supplemental report will be submitted.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that when opening an artificial urinary sphincter (aus) cuff for implantation, a unusual liquid was found in the component. A different cuff was used to achieve the desired results. There was no patient complications or injury associated with this event. Should additional information be received, a supplemental report will be submitted.